Event description:
Related manufacturer reference numbers: 2017865-2022-44769 and 2017865-2022-44770.it was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker and the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). Meanwhile, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed for pacemaker and atrial lead. The programming changes was performed for rv lead. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes the pacemaker, right atrial lead and right ventricular lead were explanted due to unknown death.

Manufacturer narrative:
Reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.